Event description:
It was reported by a cord blood processing facility that a leak of cord blood was observed upon starting to fill a cord blood freezing bag with processed cord blood.

Manufacturer narrative:
The implicated sample was evaluated in the firm's engineering department. Visual examination disclosed a hole close to the left hand edge of the freezing bag component of the device near the weld line. The hole is in a position that would have appeared near or at the bottom of the bag during filling. There were no other deviations in the bag. The area of damage has several aspects that assist in the determination of cause: a tear with jagged edges. Rounded edges around the perimeter of the hole. The overall appearance of the damage suggests both (I) a mechanical effect causing the jagged tear and (ii) a thermal effect creating the hole proper, melting some bag film and leaving behind the rounded edges. It seems probable that both aspects of the damage arose from the same event. The appearance of the damage strongly suggests that the damage is not use-related. The firm's manufacturing engineering group has reviewed the device's manufacturing process: freezing bag formation, sealing, and packaging processes but have been unable to identify anything within those processes that may have caused or contributed to the damage observed. Summary: visual examination confirmed the user report and determined it not likely to be related to use error, although the specific root cause could not be identified. Unless substantially significant information becomes available, this constitutes a final report.